Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in the water chamber was observed. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The device was visually inspected by the manufacturer. The manufacturer found evidence of black contamination consistent with keratin at the air outlet of the blower box and the blower motor seal. The manufacturer also found evidence of white dust on top of the blower motor and white and black contamination consistent with dust at the air input of the blower box. There was no evidence of sound abatement foam degradation. The device's downloaded logs were reviewed and found no errors logged. The manufacturer concludes the contamination found was consistent with keratin and dust. There was no evidence of sound abatement foam degradation found within the device.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.